Manufacturer narrative:
(B)(4). Concomitant medical products - oxf twin-peg cmntd fem sm PMA, item 161468, lot 502430, (B)(6) 2018, oxf anat brg rt sm size 5 PMA, item 159570, lot 377070, (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00767 and 3002806535-2018-00768.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to anterior pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the revised femoral component showed partial integration of the cement mantle with the bone tissue. Wear patches along the bearing surface of the tibial tray may suggest the presence of third body particles within the joint space, likely fragments of bone, bone cement or osteophytes. The cause of the reported pain can be attributed to various factors. These may include impingement, presence of third body debris, trauma, and overall health of the patient, suboptimal surgical technique, biological factors or a combination of any of these factors. The implant components have sustained damage that would have not occurred in normal use. However, the source of the pain cannot be confirmed from available information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to anterior pain.